Manufacturer narrative:
Follow-up #1: date of submission 09/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/16/2016 with the following findings: the pump's black box showed evidence of short battery life with a 13 counts of drastic voltage drops from 131vp to 118vp on 07/12/2016. The battery compartment was cracked from the threads down to the case seal on the side. The battery cap was able to fully tighten. Moisture corrosion was observed in the battery canister. The pump failed a leak test due to the battery compartment crack. The pump was able to perform the prime steps with no issues. The pump's current draws were within specifications. The battery life issue could not be duplicated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the battery compartment was cracked and there was a power issue in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.